Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the 23 g x 1 in. Bd integra" 3 ml syringe with detachable needle the luer end of the syringe is cracked/broken. There was no report of injury or medical intervention.

Manufacturer narrative:
DHR review for batch 7121741 (p/n 305270): manufacturing dates: 06/05/2017 to 06/12/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7121741 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Sample evaluation: one loose 3ml assembled integra syringe was received by bd (B)(4) and reported to be from batch # 7121741 (p/n 305270). The sample was visually evaluated. The syringe did not have a needle attached and was not activated. The syringe was found to have a broken barrel collar with a piece of the collar missing. The barrel collar appears to have been damaged during manufacturing. Conclusion: bd (B)(4) was able to confirm the customer's indicated failure. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.